Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of the belt is underway. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the belt failed essential performance testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There were no adverse events associated with the belt malfunction.

Manufacturer narrative:
Device evaluation of the belt is underway. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the belt failed essential performance testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There were no adverse events associated with the belt malfunction. Device evaluation of electrode belt has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. Upon investigation belt failed falloff test. The cause for the failure was isolated to a defective u1 in ECG c of tolerance. The root cause for the out of defective component was unable to be positively identified. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages. A us distributor reported that a patient was experiencing adjust belt messages.